Event description:
I am a type 1 insulin dependent diabetic that uses continuous glucose monitors with my insulin pump for my insulin therapy. I recently switched to the dexcom g7 system, having previously used the g6 system for many years. When inserting my new g7 sensor for the first time, I followed all instructions as provided by dexcom. I washed my arm thoroughly with soap/water and an alcohol swab, inserted the g7 sensor and pressed down to apply the adhesive, applied the supplied overwatch and also pressed down to apply the adhesive. I followed all provided instructions from dexcom exactly as given, inserting the sensor at the top of my arm. The sensor fell out within minutes and was rendered unusable. I reached out to dexcom to resolve the issue via their online form. It collected only basic details, including a drop down to mark the sensor fell out before the 10-day period. There was no area to comment or provide any other information. They said they would respond within 48 hours. Over a week later, without allowing me to provide context, they responded saying the failure was my fault and they would not be providing a replacement unless "they had extras". Not having a replacement means I will go 10 days without a cgm (continuous glucose monitor) sensor, which will negatively impact my health and my insulin pump's ability to operate. The design of the new g7 sensor has a significantly smaller adhesive (including the provided overwatch) that makes it incredibly hard to adhere to your skin. The only way I am able to get the device to adhere is with several "after-market" products like skintac and 3rd party overpatches. This problem is prolific with g7 users as there are hundreds of online posts with individuals facing the same issues, and dexcom refuses to fix or acknowledge their design and instructions are inadequate.